Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed measured battery data of 2.46v, 15ua, 18 kohms. At a previous check in december 2001, the measured battery data was 2.77v, 13ua, 1 kohm. The physician will monitor the patient until the device reaches rrt.